Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endoscopic retrograde cholangiopancreatography (ercp), the patient experienced perforation and had to have an open abdominal surgery. Furthermore; the patient was then sent to the intensive care unit due to the effects on the heart. There were no further reports of patient harm.

Event description:
Additional information obtained from the customer stating that the perforation occurred in the patient's elevated jejunum while the scope was being inserted. Severe bile duct flexion near the bile duct-jejunal anastomosis caused difficulties during the endoscopic retrograde cholangiopancreatography (ercp) procedure. Furthermore; the customer stated that they were aware that a small intestinal videoscope is recommended for ercp and confirmed that they have a small intestinal videoscope device and that the chose the appropriate device depending on the procedure. There were no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4 and h6. The device was returned to olympus for inspection and the occurrence of the event was confirmed and since the case was on hazard, we could not confirm its reproduction. The product had no abnormalities, further information obtained stated that the user used the product though they knew the scope was non-compatible. We presume from above that the event occurred because the user used the non-compatible scope without following the IFU. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.